Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The end user reported he developed a thin red pinpoint line of redness under the skin barrier. Further, the end user has reportedly had difficulty removing the skin barrier from his skin, even with an adhesive remover. Occasionally, the end user experienced stripped skin which left the area open and raw. The end user was advised to leave his skin barrier on longer than his normal 3-day wear time. No medical intervention has been necessary to date.